Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical record was provided for review. Medical record allege that, an unknown bard power port was removed for unknown reason, and a new unknown port was implanted via left internal jugular vein for the treatment of gastroparesis under real time ultrasound guidance. Therefore, the investigation is confirmed for the reported insufficient information. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, sometime after the placement of unknown port, on (B)(6) 2022, the implanted port was removed due to an unknown reason. Subsequently, on the same day a new port was implanted. There was no reported patient injury.